Manufacturer narrative:
The reported issue was inconclusive. The root cause of the reported issue could not be identified. The nurse stated they had to use three different arctic sun devices to get their ttm therapy to start as the first two stated low flow. A DHR review is not required as the serial/lot number is unknown. The IFU was reviewed and found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. Correction: d,e the reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse stated they had to use three different arctic sun devices to get their ttm therapy to start as the first two stated low flow. The third device required water and made a boiling water sound when filling, but they were able to get therapy started. Tried to get further information (asked for sn, access to diagnostics screen), but they declined because they were not in the room and therapy was running. They will contact again if there were any other issues. They just wanted to report the noise the device was making. They believe flow rate was about 3lpm when they left the room.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse stated they had to use three different arctic sun devices to get their ttm therapy to start as the first two stated low flow. The third device required water and made a boiling water sound when filling, but they were able to get therapy started. Tried to get further information (asked for sn, access to diagnostics screen), but they declined because they were not in the room and therapy was running. They will contact again if there were any other issues. They just wanted to report the noise the device was making. They believe flow rate was about 3lpm when they left the room.